Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the samples. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.00in straight bc blood leak out of control plug. It was reported by customer that the blood was leaking from IV catheter once inserted, prior to connection to tubing. Verbatim: rcc received a complaint via email. Incident or problem information ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2025. Type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: no apparent harm - reached the patient/person -- inconvenient ahs optional report to cmdsnet (health canada): incident details: IV catheters are supposed to have stopper that does not allow blood flow once IV cathether inserted, prior to connection to tubing. Multiple incidents of stopper not working in this particular lot. Nursing used to not have to compress vein post insertion but now having to revert to practice. Every episode is from this lot number. Who was affected? Patient device information device name/description: catheter IV safety non-winged with multiguard 20gax1.00in cathena, manufacturer: becton dickinson canada inc, manufacturer code/model: 386803 serial or lot number: (B)(6), supplier: xxx supplier/catalogue number: 333-386803 is the device retained? Yes.